Manufacturer narrative:
Corrected information can be found in section e1 (reporter city & reporter zip/postal code).

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was evaluated and found with a camera instrument adapter defect. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to increased friction.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope plus for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, an intuitive surgical, inc. (Isi) technical service engineer (tse) was contacted for troubleshooting assistance by the isi representative to report that everything was backwards. Customer explained that the arms were moving counter to the master tool manipulators (mtm) and the image was inverted. Prior to calling, the customer replaced the 30 degree endoscope plus and tried removing it and manually rotating the base until the correct orientation was displayed on the screen with no change. Tse had the customer perform a hard system reboot and reseat all sterile adapters and instruments and the issue was resolved. Customer continued with the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical task that was being performed at the time of the event was a right lower lobe resection. The endoscope did not move freely with uncontrolled motion. The event did not involve a reversed control on system arms. The vision orientation changed on its own. The endoscope did not have physical damage. The 30 degree endoscope was installed in up orientation. The surgeon confirmed the desired orientation when endoscope was installed. There was no indication of the image orientation provided to the user via the user interface. The endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached. There was no damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. Prior to the event, the endoscope was not manually rotated 180 degrees. The vision issue did not result in patient injury.